Event description:
N/a.

Manufacturer narrative:
Analysis: the details of the complaint provided by the institution indicate that the balloon of the advanta v12 had burst after or during the deployment of the stent at the labeled rated burst pressure of 12atm. The balloon had only noticed to have ruptured after it was removed back through the 7fr introducer sheath used in the case. The procedure was a bilateral iliac stenting of a patient with occlusive disease. With occlusive disease, there is the potential of the occlusion to be calcified. Unfortunately, there were no images of the balloon that had leaked provided and there were no images of the case provided. If images of the stent deployment had been provided there is a possibility that the point in which the balloon leaked or ruptured could be witnessed and confirmed and if calcification of the lesion was present. If calcifications were present, there is a potential that the balloon was ruptured on the calcification. Without the physical product in question or images of the ruptured balloon, atrium medical corporation cannot confirm the complaint. As the lot number of the device in question was provided a review of the device history records was conducted. Each lot of advanta v12 covered stents are required to pass the following quality and performance criteria. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. ¿ ability of the delivery system to withstand five inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: ¿ balloon hole skive dimensional verification. ¿ stent securement testing. ¿ proximal balloon weld tensile testing as detailed above. ¿ distal tip tensile testing. ¿ catheter leak check. This lot of catheters passed all quality and performance criteria without any non-conformances. Atrium medical only releases production lots that have passed the aforementioned performance and quality requirements. A review of the relevant data within the device history records was also reviewed. As the claim was that the balloon had ruptured after or during the deployment of the stent to 12atm, a review of the burst test data of the balloon catheter was evaluated. During the product performance testing that every production lot of catheters is tested to the balloon of the catheter is burst tested after deploying the stent and being inflated to the rated burst pressure of 12atm and back to zero 5 times. The data evaluated of 20 catheters tested shows that the minimum balloon burst pressure was 20.4 atm. This is well above the 12atm rated burst pressure as indicated on the product label. Conclusion: there is no evidence to conclude that the v12 was at fault and that the most likely cause was due to calcifications of the lesion being treated, which ruptured the balloon at 12atm. Without procedure images or the return of the product, this cannot be confirmed. H3 other text : not available for return.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Balloon was deployed to 10mm at 12atm. When the balloon was withdrawn through the sheath and from the patient it was noticed that the balloon had been burst.